Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured due to the application of a bending moment while the tool was not rotating. On follow-up it was confirmed there was known no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to the tool being identified as broken. On follow-up it was confirmed there was no known patient impact.